Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 1.2 mmol/l (21.6 mg/dl) and became unconscious, while wearing the pod on the arm between 24 and 36 hours. The ambulance was called and the patient was treated on the spot with a glucagon shot.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported medical assistance and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.